Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatic resection, on transection of a vessel, the stapler was unable to fire and close. A new device was opened and used to complete the case. There was no patient injury.